Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the central nurse's station (cns) was in comm loss with all the telemetry transmitters. The system was down for about 20 minutes then came back up on its own. They believe it was an issue with the network. No patient harm or injury was reported. Investigation summary: the customer was not able to provide information to nihon kohden technical support (nk ts) to assist with troubleshooting. Nk ts followed up with the customer but was only able to find out that the issue had been resolved, with no details provided on how. The root cause is determined to be the facility's network environment. Additional information: b4 date of this report. D8 was this device serviced by a third party? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer reported that the central nurse's station (cns) is in communication loss with all the telemetry transmitters. The bedside monitors are being monitored fine. The system was down for about 20 minutes and came back up by itself. They believe it was an issue with the network. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) is in communication loss with all the telemetry transmitters. The bedside monitors are being monitored fine. The system was down for about 20 minutes and came back up by itself. They believe it was an issue with the network. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: brand name, model number, catalog number, serial number, UDI number, age of the device, PMA / 510k number, device manufacture date. Concomitant medical device information: the customer provided information on one of the telemetry transmitters that were being used with the cns, but they did not provide the actual model or serial number of the cns itself or the devices being used with it. Transmitter: model: gz-120pa, sn: (B)(4).

Event description:
The biomedical engineer reported that the central nurse's station (cns) is in communication loss with all the telemetry transmitters. The bedside monitors are being monitored fine. The system was down for about 20 minutes and came back up by itself. They believe it was an issue with the network. No patient harm was reported.